Event description:
It was reported the patients blood glucose level rose to 775 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The patient reported that the pod was leaking insulin. The patient was able to activate a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. Inspection of the fluid path, needle mechanism components, bottom housing, and environmental seal found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Inspection of the bottom housing and environment seal found no evidence of the needle deploying into them. A root cause for the reported unsure properly inserted cannula could not be determined. The pod was received with the soft cannula deployed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No tears or leaks were observed that would cause a leak during wear. The exposed portion of the soft cannula was observed to be damaged. Insulin was observed to travel the complete fluid path without resistance. This damage has no affect on the reported events. How and when this damage occurred could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.